Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implant date: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was an ¿invalid data" message when trying to view stored electrocardiograms. All other aspects of the device were working correctly. The device remains in use. No patient complications have been reported as a result of this event.